Manufacturer narrative:
The device was returned for investigation and it was decontaminated. During the product complaint investigation (pci), the melted rear case was evident, with signs of fire. The alternating current (ac) power cord was completely melted but it was not the ac power cord provided by ICU medical. No related alarms found in alarm history in service mode, and it was found that device operated for 45120 hours plugged to outlet (5.15 years) and 1020 hours on battery (42.5 days). Pump turned on in battery mode. Then battery was removed with no signs of sparks or fire. The infusion pump was opened and no signs of fire or visual damage in microcontroller unit (mcu), mechanism and display. Damaged protection fuses found in the power supply printed wiring assembly (pwa) and a burnt ac connector were found. According to the investigation the conclusion is as follow: we could determine that the cause could be the ac cable, due to the fact that was a schuko cable not provided by ICU medical (customer provided) which could originated the sparks and the following burnt of the ac connector. Also, due to the damage, we could not determine if there was or was not spillage in the ac connector (no evidence found due burnt ac connector) which could also cause the resulting damage.

Event description:
The event occurred at 4:02 pm involving a plum xld where the reporter stated that when the xld pump was infusing to the patient, the patient in the intensive care unit and the nurse saw sparks and then fire in the back of the equipment. They immediately proceeded to put out the fire with a fire extinguisher, which was in the sector and they called the emergency center of the hospital for the emergency assistants and firefighters. Once the fire was controlled, the device was removed from service and it was verified that there were no injuries of any kind to either the patient or the user. There was patient involvement but no report of patient harm.

Manufacturer narrative:
The device was received for evaluation. The investigation has not been completed.